Manufacturer narrative:
Na.

Event description:
Customer complained they received discrepant inr results for one patient using the coaguchek xs (B)(4). At 11:57 am, the result was 5.4 inr. At 12:02 pm, the result was 3.9 inr. This test was from the same finger as the initial test. At 12:07 pm, the result was 5.1 inr. This test was from a different finger than the previous two tests. There was no adverse event alleged. The patient has a therapeutic range of 2.5-3.5 inr. The patient has no new medications, no new illnesses and no diet changes. Patient does not have any hematocrit issues and does not have antiphospholipid antibodies. The patient does not take any other blood thinners. Patient has no signs of bleeding or bruising. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.